Event description:
It was reported that during the procedure, the physician found the guidewire body bent and kinked near the j-tip. A new kit was opened to finish the procedure. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned the guide wire in its advancer, kit lidstock, two-lumen cvc device, 4-way stopcock , obturator, dilator, and cath-gard for analysis. Signs of use in the form of biological material were observed. Visual analysis revealed that the guide wire contained two bends - one near the j-bend and the other near the proximal end of the guide wire. Microscopic examination confirmed the damage and revealed that the distal and proximal welds are secure and intact. The guide wire length measured 451mm, which is within the specification limits of 450mm-458mm per the guide wire product drawing. The guide wire outer diameter measured 0.840 mm, which is within the specification limits of 0.838mm-0.877mm per the guide wire product drawing. The guide wire was inserted through the laboratory arrow raulerson syringe (ars)/introducer needle assembly. The guide wire was able to pass with little to no difficulty. Performed per IFU statement, " raise your thumb and pull the arrow advancer approximately 4 cm to 8 cm away from the syringe. Lower thumb onto the arrow advancer and while maintaining a fi rm grip on the spring-wire guide, push the assembly into the syringe barrel to further advance the spring-wire guide. Continue until spring-wire guide reaches desired depth." A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user , "warning: do not apply excessive force in removing guide wire, dilator or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed two kinks on the guide wire - one near the j-bend and the other near the proximal end. The guide wire met all relevant dimensional and functional requirements. A device history record review was performed with no relevant findings. Based on the customer report that the damage was observed during use and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that during the procedure, the physician found the guidewire body bent and kinked near the j-tip. A new kit was opened to finish the procedure. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).